Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level of 400 mg/dl. Customer reported that they had high ketones when she had the high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with manual injections. Customer said that she kept on changing her infusion set because of her high blood sugar. Customer also mentioned that one of the infusion sets was pulled out from her body and the other one had blood on it. It was unknown whether the customer using automode. The insulin pump was not returned for analysis.